Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 was sticking and user force to open and close it. A field service engineer (fse) replaced the half height drawers 3.1 and 3.2 and completed the medication inventory. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es br2 drawer 3.1 sticked at halfway point and they had to use force to open and close it. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.